Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they had the ins implanted for degenerative disc disease and is "falling apart". The patient reports that she has not kept it charged as she has been in and out the hospital and is frustrated at this point. The patient stated that she did not want to take pain pills. The patient reports trying to use the implant but doesn't remember how. She put new batteries in and it's still not working. It was noted that she previously called her managing health care provider about removing the implant. The patient indicated that it had been several moth since she last charged the implant. The device was suspected to be overdischarged by patient services. It was also reported that the patient had a bad stroke sometime around (B)(6) of 2016 but they retained their ability to walk and talk. They declined troubleshooting assistance stating that the system probably just needs to get jump started. The patient was instructed to follow up with their health care provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not know if they were having issues with the implant or not. It was reported that "something [was] wrong where its not registering." The patient reported that they did not want to see their healthcare provider (hcp) because they would have to pay $45 so they stated they will just let it go dead. No further complications are anticipated.

Event description:
Additional information was received from the healthcare professional (hcp) regarding the patient. It was reported that the hcp received a call and offered to make an appointment.